Event description:
It was reported by the user facility, the device continued running without user activation when the trigger was released. No delay, no medical intervention and no adverse consequences were alleged with this event. Add'l info has been requested from the user facility.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.